Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the (B)(6) patient developed a burn-like, draining irritation underneath the lifevest on his back. The patient was prescribed a cortical ointment and the irritation was improving.